Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 05/05/2010, the lay-user/patient contacted lifescan (lfs) a testing in memory mode issue with a one touch ultramini meter. The pt indicated that the alleged issue started around (B) (6) 2010. A week after the alleged issue began, the pt claimed that he developed a symptom of thirst. The pt administered self-treatment by drinking water and taking an extra pill of metformin. The pt denied that his blood glucose was tested on another device during the time of concern. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury a week after the alleged issue began.